Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Subsequently, the pump time and date were incorrect. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose ranged from 150-227 mg/dl.